Manufacturer narrative:
Concomitant products: product ID :8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (20mg/ml at 5.495mg/day) via an implantable pump for spinal pain. It was reported that the patient had back surgery and had spinal hardware implanted. A dye study was performed and dye was not seen in the intrathecal space. The patient would be scheduled for catheter revision.